Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited intermittent loss of capture in the ventricle, even when programmed to 7 volts. The patient had surgery approximately four weeks ago, and prior to the surgery the output was 5 volts.